Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and pump error 35 alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement test and active current measurement test or verify rewind operation due to critical pump error alarm. The insulin pump was received with the (B)(4) label faded and peeling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and another pump error. The blood glucose level was unknown. The customer reported that insulin pump had cosmetic damage and serial no rubbed off. The customer reported that they were not able to rewind the insulin pump. The customer reported that another pump error was displayed on the insulin pump screen before the critical pump error. The troubleshooting was performed for pump errors. The customer was advised the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.